Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pituitary cyst ("pituitary cysts"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and post procedural infection ("complication during removal surgery: infection") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (essure removed by hysterectomy {full), salpingectomy, (biiateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, pituitary cyst, hormone level abnormal, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection and post procedural infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pituitary cyst, post procedural infection, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, uti, vaginal infection. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: event was added- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia(bleeding between periods), uti, vaginal infection, complication during removal surgery: infection. Patient demographic details, reporter and product information was added. On 27-sep-2019: process with fu1. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pituitary cyst ("pituitary cysts") and was found to have hormone level abnormal ("hormone problems"). The patient was treated with surgery (she had surgery to remove the essure implant in 2013). Essure was removed in 2013. At the time of the report, the pelvic pain, pituitary cyst and hormone level abnormal outcome was unknown. The reporter considered hormone level abnormal, pelvic pain and pituitary cyst to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.